Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing was leaking. The tubing was inspected and appeared to have a small prick in the tubing with small beads of fluid leaking out right above the y site. There was no report of patient harm. Received from FDA a copy of customer medsun report which states "patient with pca pump with dilaudid in it. Patient called out to nurses that his tubing was leaking. Small pinhole leak found in pca tubing right above the y. Of note: don't know if this is a true device defect or if tubing was tampered with by patient/visitors. Tubing is being sent to the manufacturer for their review. There was no patient harm."

Manufacturer narrative:
The customer¿s report of a leak above the y-site was confirmed and replicated. Visual inspection and functional testing found a leak coming from a 2.7 mm slice in the tubing directly above the y-site. The root cause of the leak was a slice on the tubing, the origin of the slice remains unidentified.